Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
Customer states the pad protectors are broken on the codemaster xe. It is not clear if it is a paddle or a paddle tray since pads are for one time use. Customer states no patient involvement.